Event description:
It was reported that the patient underwent surgery in 2008 using rhbmp-2/acs. Post-op, the patient stated he "cannot use his hands due to damage." No additional details were provided.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.